Event description:
It was reported that during a ptca procedure strong resistance was felt while advancing the balloon. As the wire was being wiped with gauze it stuck on something. Upon closer examination it was noted that 2-3mm of the clear tip had separated from the catheter and was stuck on the wire.